Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 21, 2020, mentor became aware that the scheduled implant explantation surgery date of (B)(6) 2020 has been cancelled due to the covid-19 pandemic. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient had undergone bilateral removal and replacement with the following devices on (B)(6) 2020: (left) 425cc mentor smooth round moderate plus profile saline catalog: 3502425 lot: 7439413 sn: (B)(6) and (right) 425cc mentor smooth round moderate plus profile saline catalog: 3502425 lot: 9392684 sn: (B)(6). Mentor also became aware that upon removal of the devices, only the right side implant was deflated and that the left side implant was found to be intact. Section h. Device codes, has been updated with the appropriate code. In addition, the patient's age at the time of the event was also known, so section a. Patient identifier: and 2. Patient age at the time of event and 2. Age unit, have been filled. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent primary breast augmentation with two 325cc mentor smooth round moderate plus profile saline breast prostheses, suffered bilateral deflations, post-operatively. As a result, the patient was scheduled for implant explantation in (B)(6) 2020. This medwatch form is for the left breast prosthesis.